Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that evidence of moisture ingress was observed behind the display lens. In addition, it was reported that there was no physical damage to the pump. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 09/21/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2015 with the following findings: there was no evidence of moisture ingress found behind the display lens or on the inside of the battery compartment. The battery compartment was observed to be cracked in the thread area. The pump failed a leak test due to a battery compartment leak. The pump case was removed, and no evidence of internal damage or defect was found. The reported moisture ingress issue was not confirmed during the analysis.